Event description:
It was reported that a pt had an inflammatory mass. An MRI was performed to check for an inflammatory mass (im), but no im was seen. Troubleshooting was done; another hcp suggested a CT scan be performed. The reporter wanted more info regarding "thin slice CT". The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
(B)(4). Correction/removal numbers: because the pump's serial number is unknown, the specific correction/removal number is not known and all are listed: z-1142-2008, z-1143-2008, z-1144-2008, z-1145, 2008, z-1146-2008, z-1147-2008, z1148-2008, z-1149-2008, z-1150-2008, z-1151-2008, z-1152-2008, z-1153-2008, z-1154-2008.